Event description:
It was reported that the patient lead was showing high impedances. As result the lead was explanted and replaced resolving the issue. During the procedure the physician inspected the lead after explant and found that the lead had fractured.

Manufacturer narrative:
Event date is an estimate.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.